Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended and the lead had high impedances. The patient underwent an explant procedure.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended and the lead had high impedances. The patient underwent an explant procedure. Additional information was received that the patient is still implanted with the device, and the explant did not happen.